Manufacturer narrative:
Date sent to FDA: 9/14/2020.

Manufacturer narrative:
Date sent to FDA: 9/25/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event, which occurred on (B)(6) 2008.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2007, and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2008, during which the surgeon noted ¿there was a hole in the mid aspect of the old mesh and mesh appeared to split apart at the mid aspect.¿ it was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2014, and mesh was implanted. It was reported that the patient experienced severe pain, nausea, inflammation, loss of appetite, and chronic bowel obstructions. No additional information is provided.